Event description:
It was further reported that the device reached elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the longevity on the implantable cardioverter defibrillator (ICD) was shorter than expected. The patient is new to the clinic and they were uncertain how the device was programmed over the lifetime. The device remains in use and will continue to be monitored as it has not reached elective replacement indicator (eri) yet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.